Manufacturer narrative:
Product complaint # (B)(4). Additional pro-code: hrs. Complainant part is not expected to be returned for manufacturer review/investigation, part was discarded by the facility. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during metatarsus surgery, a compact hand device was used, specifically 1.5 mm module. The surgeon started to fix the plate to the bone, the screw broke by the head, keeping the thread inside the bone. Fragments was generated, thread of the screws are stuck in the bone. This incident happened two more times in different hole plates, causing doctor's to be alarmed. There was a 20 minute delay to replace the broken screws. The broken screws were handled by the hospital and discarded. This report is for one (1)1.5mm ti cortex scr slf-tpng with t4 stardrive recess 11mm. This report is 2 of 3 for (B)(4).